Event description:
It was reported to the edwards lifesciences implant patient registry that a patient expired 9 days post implant of a 9600tfx 29 mm sapien 3 valve in the native mitral position, and that the patient developed a stroke on post operative day (pod) 2 and atrial fibrillation on pod 3. The patient underwent a transcatheter mitral valve implantation using valve-in-mac procedure with a 29 mm sapien 3 valve via right percutaneous transfemoral venous approach, anterior mitral leaflet modification (antegrade lampoon procedure), and placement of intra-aortic balloon pump (iabp) via left common femoral artery. The iabp was placed prior to insertion of the edwards lifesciences devices due to hypotension. The sapien 3 valve was implanted with 80% ventricular and 20% atrial positioning in relation to the mitral annulus. There were no procedural complications. The hospital course was complicated by acute stroke on pod 2 and new onset atrial fibrillation on pod 3. On pod 9, the patient was in chronic respiratory failure with oxygen dependence and the patient passed away.

Manufacturer narrative:
The device was used in off-label implantation in the native mitral position. As there are no specific IFU or training materials related to native mitral thv procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the thv procedure and the use of the edwards thv devices. According to the literature review, stroke is recognized as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during thv demonstrated that most procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no significant differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more considerable proportion of early strokes occurring < 24 h post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. Atrial fibrillation is a common pre-existing arrhythmia in patients undergoing valve replacement. It also can be associated with the procedure or can be a progression of the patient's disease at some point in the post-operative period. According to the literature review, despite ongoing efforts to decrease its occurrence, postoperative atrial fibrillation (poaf) remains a frequent complication of cardiac surgery. Although the etiology of poaf is not completely understood, several mechanisms and risk factors have been identified. Multiple studies have reported the main factors associated with an increased risk of poaf as advanced age, the complexity of the procedure, a history of heart failure, and low ef in addition to a higher euroscore, which is descriptive of the current thv patient population. A review of the literature involving the study of thousands of patients has found no cases in which the cause of poaf was determined to be related to the device being implanted. In this case, there was no allegation or indication a product malfunction contributed to these adverse events. Investigation results suggest/indicate patient factors (inoperable female patient, over age 70, history of conduction disorder) and procedural factors (concomitant lampoon procedure and placement of iabp insertion prior to use of edwards lifesciences devices) may have caused or contributed to these events. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of these adverse events is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Device remains implanted.